Event description:
Patient having mandibular maxillary fixation performed. A 12mm stryker leibinger mmf screw was being implanted in the patient's left mandible. The screw broke in half. The part of the screw inserted into the patient was unable to be removed. Another screw was inserted to complete the procedure.the sales representative restocks the trays for this procedure and the lot number and expiration date are not available.what was the original intended procedure?manible open reduction internal fixation and mandibular maxillary fixation.